Event description:
There was an allegation of an instance of a patient mismatch while using the accu-chek inform ii meter. A glucose test was performed on patient a using the meter, resulting in 12.4 mmol/l. On the meter, the result of 12.4 mmol/l was tagged incorrectly to patient b and was not found for patient a. Patient a was still in the hospital at the time of the allegation. Patient b was discharged from the hospital on (B)(6) 2026.

Manufacturer narrative:
On (B)(6) 2026, patient a's wrist tag was changed to a new one. The customer was unable to identify the quality of patient a's wrist tag in terms of faded lines or scratches. The investigation is ongoing.